Event description:
A pt reported experiencing diabetic ketoacidosis while using a one touch meter. In 2001, pt experienced vomiting and dehydration and was admitted to hosp with a diagnosis of dka. Pt was treated for 5 days before being discharged home. Pt alleges that the ot meter was giving low inaccurate results, while pt's blood glucose was high. Pt claims that pt was prescribed less amounts of insulin than pt actually needed because of the ot meter inaccurate readings. At the hosp, the pt's blood glucose was 188mg/dl on the ot meter compared to 343mg/dl lab result and 329mg/dl on hosp meter of unknown brand. Pt refused to provide any info on how pt maintains the ot meter.